Event description:
It was reported to philips that during testing the ready for use indicator displayed a red x. The device was reported as being available for clinical use at the time of the event. However, the reported issue occurred during testing in which there was no patient involvement.